Event description:
It was reported normal battery end of service (eos) occurred and the pump was replaced. The battery was depleted and it was noted, the patient recovered without sequela. The pump was being used to deliver morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Analysis of the pump found over infusion of an undetermined root cause.

Manufacturer narrative:
Final destructive analysis is complete, no new or additional anomalies were found. Interrogation of the pump determined it was used to infuse morphine 25.0 mg/ml at 01.52 mg/day. Update to previous coding: method code has been updated. Result code no longer applies.